Event description:
A lab comparison was performed, the device read "hi" and the lab result was 263mg/dl. Controls were in use. A request was made for the return of the suspect device and replacement product was sent.